Manufacturer narrative:
The returned product was evaluated and no bend or kink was observed in the cannula. Investigation found puncture marks on the exterior of the pod as well as the reservoir. It is unclear when these defects occurred, or if they contributed to the reported event. The pod failed to download when attached to external power.

Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. In addition, we are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 54 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported that her daughter's blood glucose (bg) levels reached 20.6 mmol/l (371 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. Patient's bg levels were reportedly high all day. Her ketones were noted to be 0.1 mmol/l (1.8 mg/dl). The patient's mother attempted to lower her bg levels by administering correction boluses, but she was unsuccessful. When the pod was removed, it was noted that the cannula appeared bent. It was also reported that the site of the pod looked slightly irritated. Additionally, the patient's mother stated the pink slide insert did not "fully move forward", indicating a needle mechanism failure had occurred. The patient's bg history was as follows: (B)(6).